Event description:
It was reported during a case, the f6 (rf module communication with the controller processor has failed) fault appeared. They rebooted and continued the case.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition with dark surface imperfections. The unit delivered rf energy correctly into the fixed resistors. There was one occurrence of an f6 fault in the error log file. The harness between the rf controller and ucb was draped near the cut/coag high frequency power transistors. Re-positioning the harness reduced the amount of noise that the communication wires are exposed to and help reduce the occurrences of f6 faults. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.